Manufacturer narrative:
On (B)(6) 2020, additional information was received additional information indicating the patient was a 74-year-old male weighing 73kg. The date of death was also provided as (B)(6) 2020. Field b2. Date of death has been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4) correction: it was noticed the event description (field b5) in the 3500a initial MDR incorrectly reported the patient was female. The correct statement is: ¿it was reported that a male patient with history of obstructive hypertrophic cardiomyopathy underwent cardiac ablation procedure for premature ventricular contraction (pvc) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and death.¿

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30380180m number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Initial reporter phone: (B)(6). Exact date of death was not provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient with history of obstructive hypertrophic cardiomyopathy underwent cardiac ablation procedure for premature ventricular contraction (pvc) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and death. The day after the procedure, a pvc patient was admitted to the intensive care unit (ICU) and echocardiography revealed cardiac tamponade. Blood pressure did not increase at midnight, and the drainage was performed. Puncture did not improve the patient condition, and percutaneous cardiopulmonary support (pcps) was inserted, but the patient died the next day. The physician commented that the time of tamponade occurrence is unknown. Pericardial effusion did not increase over time and did not improve with paracentesis. Pericardial effusion was not a direct cause of death, but a trigger, leading to a diagnosis of death due to non-ischemic intestinal necrosis due to low cardiac output. As for the causal relationship with the ablation device, there is no direct causal relationship with the product.